Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Omnipod software app version: 1.2.4 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide moved forward but the cannula was not visible upon the pod's removal indicating a cannula retracted needle mechanism failure. The pod was worn less than an hour. No treatment or blood glucose levels were mentioned.